Event description:
It was reported that during a lap hysterectomy procedure, the jaws on the device would not fully open. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4): added additional information the device was received in good physical condition; however, there was tissue present in the jaws.the devices was tested on the generator and passed all functional testing. The energy output delivered from the device was verified and the cutting of the test media performed as expected. During functional testing of the device, the jaws opened and closed normally. Since the device was received with tissue present in the jaws, it is possible that when the tissue dried, it prevented the jaws from fully opening.